Manufacturer narrative:
- One packaged ar-4501, batch 14966877, was received for evaluation. -upon visual evaluation, it was observed that both buttons are set flush back in the handle. -functional testing was performed by moving the deploy buttons. It was noted that button #1 would not move and is stuck in the handle; button #2 moved without issues. A use error, specifically an incorrect surgical technique, is the most likely cause of the reported and observed failure.

Event description:
On 18th february 2025, it was reported by an arthrex employee via email that for an ar-4501, meniscal cinch ii, the first anchor was set successfully but the second one pulled out while the button was retrieved. Then when a new ar-4501, was used, the same issue happened again. There were pieces that broke inside the patient, not all fragments were retrieved. This was detected during a meniscus repair procedure on (B)(6) 2025. No knot pusher / cutter was used. The procedure was successfully completed with no patient harm and no secondary procedure needed by using another brand's products.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.